Event description:
The customer reported on (B)(6) 2013 at 7:49 am he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: time: 2:48 pm, bg (mg/dl): 310; time: 2:51 pm, cho (g): 139, bolus (u): 20.90. At 4:56 pm the pod was deactivated. He noticed the cannula was not inserted correctly into the infusion site and it was also kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery an may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.